Manufacturer narrative:
The insulin had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4.0lbs due to a faulty force sensor resistor. The pump was received with a scratched lcd window. The pump was received with a broken belt clip slot and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump and insulin squirted out during manual prime. Customer's blood glucose was 275 mg/dl. Customer was disconnected during prime. Customer stated that the pump piston continue to move forward after reservoir contact and insulin squirted out. Customer then received the alarm. Customer stated that no numbers appeared on the screen and no beeps were heard. The pump was not dropped or bumped. The pump did not have water contact. Customer was asked verbally and in written form to return the pump for analysis.